Manufacturer narrative:
(B)(4). Additional information: d10, h6. Additional h3 investigation summary: an unused open sample of product code z593g was received for analysis. During the visual inspection of the open sample, the swage and attachment area were noted to be as expected. The suture was received dispensed and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, no performance breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on an unknown date and suture was used. During the procedure, the suture was broke, so the surgeon stopped using the needle-suture. There were no adverse consequences to the patient. No additional information was provided.